Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image, and no image. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to an electrical component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during reprocessing, the bronchovideoscope had a blackout. There were no reports of patient involvement.